Manufacturer narrative:
The reported second degree burn from the grounding pad could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation procedure the patient experienced a second degree burn on the posterior thigh where the grounding pad was located. The patient was noted to be hairy and the grounding pad was potentially placed incorrectly with wrinkles or lifted edges. No treatment was required and there were no alleged issues with any abbott devices.